Event description:
The pump was reported to issue failure code 533;320:717:0000 while in pt use. The medications being infused were fentanyl, insulin, and morphine. The failure code will result in an alarm and stop all channels in use. The pump was replaced and removed from use. No additional intervention was required. No pt injury resulted.